Event description:
It was reported that the patient had fluid in ipg pocked. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein there was evidence of infection in the drainage and the ipg was explanted to address the issue. Patient was prescribed antibiotics.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.